Manufacturer narrative:
Apoc incident (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2024, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded suspected discrepant potassium results on a 60 year old male patient with abdominal pain and blood in urine. There was no additional patient information available at the time of this report. Return product is available for investigation. Method date collect test potassium sample I-stat on (B)(6) 2024 08:30 08:40 >9.0 a . I-stat on (B)(6) 2024 08:30 08:50 >9.0 a . I-stat on (B)(6) 2024 08:30 09:00 7.4 a . I-stat on (B)(6) 2024 09:10 09:15 4.4 b , gem/3500 on (B)(6) 2024 08:30 09:30 4.2 a . Gem/3500 on (B)(6) 2024 09:10 09:35 3.9 b . At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 28-may-2024. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for eg7+ cartridge lot n23305, chem8+ cartridge lot h23287 or ec8+ cartridge lot k24009.